Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support instructed the customer to swap out the vent and to have the biomed staff investigate the internal tubing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that 3100a vent mean airway pressure (map) was fluctuating from 5cmh2o to 8cmh2o sporadically. At this time there was no information of patient involvement reported from this event. The issue occurred during patient-use. At this time, there is no information regarding patient harm associated with the reported event.